Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 159 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was reported that the event was resolved by reservoir change. The reservoir will not be returned for analysis.